Event description:
Info was received on a copy of a user medwatch report. The report dated 07/02/2009 identified the pt as a male. The event was described as the cuff of an unspecified size and model tracheostomy tube blew, and had to be replaced. Additional info from voluntary report: shiley #8 tracheostomy tube placed in pt in or. The cuff blew and 2nd tracheostomy tube placed in or on approval to ICD 2nd tracheostomy cuff blew and had to be replaced. In 2009 tracheostomy cuff blew again, and tracheostomy tube replaced.

Manufacturer narrative:
Product available for eval.